Manufacturer narrative:
The date of the event(s) is unknown. According to the article this event occurred in 2019. For this reason, the first day of the year was used as the occurrence date. Article reference: eng, marvin h., faraj kargoli, dee dee wang, tiberio m. Frisoli, james c. Lee, pedro s. Villablanca, hassan nemeh et al. Short and mid term outcomes in percutaneous mitral valve replacement using balloon expandable valves. Catheterization and cardiovascular interventions (2021). Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter valve replacement (tvr) procedure. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the ventricular perforation and resulting procedural death was caused by the delivery wire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the article, short and midterm outcomes in percutaneous mitral valve replacement using balloon expandable valves, from august 2013 to december 2019, a total of 88 cases of transcatheter mitral valve replacement (tmvr) were performed at single center. A total of 38, 31, and 19 patients were treated with a valve in valve, valve in ring, or valve in native mitral annulus, respectively. Post implant of a 23mm sapien 3 valve within a preexiting surgical ring in the mitral position, the patient had a ventricular perforation from the delivery wire, resulting in procedural death.